Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi).during a laser treatment while the laser was firing on the patient's right eye (od). A brief description from the surgery center indicated the patient had moved and was re-applanated. On the second attempt, the laser treatment was programmed for a side cut only but the treatment performed was a bed plus side cut, therefore, the procedure was aborted and will be converted to a photorefractive keratectomy (prk) treatment. This report is for the patient interface. A separate report will be filed for the femto laser system. Bcva from (B)(6) 2016: right eye pre-op 20/15 -4.251.75 x -.25 x 127; left eye pre-op 20/15 -4.00 x -.50 x 169.